Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. However, the customer confirmed that there were no occlusion alarms declared in the pump history. Review of the pump logs by tandem technical support (cts) verified that there was no occlusion alarms observed. There was no reported adverse impact to the customer's blood glucose level. Although requested by cts, the customer declined to perform troubleshooting.